Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump was exposed to moisture. The customer's mother reported that the insulin pump went to blank display. The customer's mother reported that they received a failed battery test alarm and the buttons were unresponsive prior to blank display. The customer's blood glucose was unknown at the time of incident. The customer's mother was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on electronics. We were unable to verify button keypad anomaly due to blank display. The insulin pump was received with minor scratched display window and cracked reservoir tube lip.